Manufacturer narrative:
Customer reported that there was syringe flange error. Both seals were removed, the device top case cracked and chipped by the front left and right bottom corners. Performed power up and syringe test process, syringe flange not in place found in ehl. The problem was caused by customer. Re-plugged flange cable connector and re-calibrated. Performed power up and syringe test.

Event description:
It was reported the syringe flange had error on the top case. No patient injury was reported.

Event description:
It was reported the syringe flange had error on the top case. No patient injury was reported.

Manufacturer narrative:
Customer reported that there was syringe flange error. Both seals were removed, the device top case cracked and chipped by the front left and right bottom corners. Performed power up and syringe test process, syringe flange not in place found in ehl. The problem was caused by customer. Re-plugged flange cable connector and re-calibrated. Performed power up and syringe test.